Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Device data analysis confirmed the code 1005 occurred. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that this patient experienced ventricular fibrillation (vf) which was treated appropriately with a shock and was successfully converted back to a normal rhythm. However, shortly after this vf episode, the patient experienced ventricular tachycardia (vt) and was appropriately treated with seven shocks to end the vt episode. Device interrogation revealed a code 1005, indicating an open circuit condition. Boston scientific technical services was contacted and it was noted that during the shock deliveries, there were multiple high, out of range (>125 ohms) shock impedance measurements from the right ventricular (rv) lead. Rv lead replacement was recommended to resolve the event. The physician elected to surgically explant and replace the rv lead. During the procedure, damage was seen to this device setscrew and the physician elected to also explant and replace the device to resolve the event. The patient was stable with no additional adverse consequences. This device was received for laboratory analysis.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this patient experienced ventricular fibrillation (vf) which was treated appropriately with a shock and was successfully converted back to a normal rhythm. However, shortly after this vf episode, the patient experienced ventricular tachycardia (vt) and was appropriately treated with seven shocks to end the vt episode. Device interrogation revealed a code 1005, indicating an open circuit condition. Boston scientific technical services was contacted and it was noted that during the shock deliveries, there were multiple high, out of range (>125 ohms) shock impedance measurements from this right ventricular (rv) lead. Rv lead replacement was recommended to resolve the event. The physician elected to surgically explant and replace this rv lead. During the procedure, damage was seen to the device setscrew and the physician elected to also explant and replace the device to resolve the event. The patient was stable with no additional adverse consequences. This rv lead is expected for analysis, but has not yet been received.